Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a system controller exchange and backup battery fault alarms were confirmed via the submitted log files. The system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and data from the reported event date of 23sep2022 was reviewed. At 23:27:08 while connected to the power module, backup battery faults activate due to the backup battery not passing the load test. Backup battery faults are active until 23:41:22 when the driveline is disconnected for a system controller exchange. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding why the system controller was exchanged, and if the system controller exchange resolved the issue; however, no response was received. A root cause for the reported system controller exchange was unable to be conclusively determined through this analysis. The root cause of the backup battery fault alarms could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The 11v backup battery (serial #: (B)(6)) was observed to pass all initial testing per the manufacturing datasheet. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and backup battery fault alarms. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after reviewing the submitted log file, there were backup battery fault alarms due to backup battery not passing the load test were active on 23sep2022 from 23:27:08 ¿ 23:42:59. The driveline was disconnected on 23sep2022 at 23:41:22 for an apparent system controller exchange.